Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) due to error c 00. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the issue was confirmed through system log review. Log analysis showed errors m 11, m 18, c 06, m 36 on different dates, and recurring error c 33 on the reported event date. During testing, the erbe unit displayed error code c 33 at startup, and the erbe logs additionally recorded error codes m b0 and c 00. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a faulty electrical component inside the erbe generator.

Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo of the da vinci system, the erbe integrated electrosurgical unit (iesu) presented multiple c-00 errors. The issue was reported by the clinical sales representative (csr), who was present during surgeon training, to the local field service engineer (fse). The csr indicated to the fse that the error persisted even after restart. There was no report of patient involvement.